Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a power source alert. The customer followed troubleshooting steps and confirmed that the issue did not lead to a pump shutdown or inability to turn it back on. Upon using the original charging supplies, the pump began charging, and no further assistance was required. There was no adverse impact to the customer¿s blood glucose level.